Event description:
A pt was treated for the second time on 1/24/97, to acne scars on the right cheek. A few days later (exact onset unk), the pt developed generalized body aches and an unceration at the mucosal side of the lip at the gum line. The pt was seen by an emergency room physician (date and date unk) who diagnosed the ulcer as herpes simplex and prescribed oral zovirax and tylenol with codeine. On 1/28/97, the pt presented with continuation of the ulcer. The injecting physician diagnosed the ulcer as a mucosal aphthous ulcer and was unsure if it was related to collagen. He believed the body aches were related to the aphthous ulcer.